Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine, fentanyl, and bupivacaine via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2025, a nurse from the facility presented to the patient's home for a post-operative visit. The pump site was assessed and compared to photos from the prior visit. There was slight redness along the pump pocket incision and the wound edges were more approximated, with no signs or symptoms of infection. The patient stated that the pump site was very sore, and they were advised that the pocket pain could last at least six months post-operatively. A refill was scheduled on (B)(6) 2025 at the expected interval. The patient was left in stable condition in home. On (B)(6) 2025, the patient presented to the clinic due to a possible infected pump. The patient reported that it was tender to the touch and they had not "been feeling great". The incision on the right buttock had increased erythema surrounding the si te, moderate edema, swelling, and warmth. The incisions appeared open with 100% slough coverage. The patient was prescribed an antibiotic and was scheduled for possible replacement or explant on (B)(6) 2025. The patient presented to the clinic for a replacement surgery on (B)(6) 2025. The midline spine, right buttock, and left buttock sites were prepared. Fluoroscopy was used to identify the catheter anchor and pin in the midline incision. The incision was opened and no evidence of infection was found. The area around the catheter and anchor was cultured. The spinal catheter was cut at the pin, and clear cerebrospinal fluid drip was confirmed. The spinal cord stimulator was removed at the site and the pocket was enlarged to accommodate the larger pump. The new pump was placed into the new pocket. The pump segment was tunneled to the spinal pocket site, trimmed, and attached to the existing spinal segment. The catheter access port was aspirated with free flow of cerebrospinal fluid. The old pump pocket and pump segment were removed from the old pump pocket. The wound contained clear yellowish fluid, which was cultured and removed. The wound was debrided and copiously irrigated with antibiotic saline. The tissue was not friable. The wound was closed and the patient was transported to the recovery room in good condition. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ reduced analysis found that there were no anomalies; therefore, no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.